Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the non-tortuous and non-calcified right common vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed and the procedure was completed using another of the same device. No patient complications were reported.